Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2005. It was further reported that patient underwent implant of mesh on (B)(6) 2007 due to failed 1st implanted mesh. The patient underwent another implant with an american medical systems device on (B)(6) 2013 for both meshes failed and vaginal pain. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, neuromuscular problems and vaginal scarring. It was reported that patient underwent removal of previous failed mesh on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, apogee and monarc were implanted; and on (B)(6) 2007, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.